Event description:
A surgeon reported patient with no incisions, and only a slight "etch of the capsulotomy" after femtosecond laser treatment of the left eye. The reporter indicated an anterior capsule tear occurred when performing the capsulotomy manually. Additional information indicated the intended intraocular lens (iol) was implanted. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).